Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that patient's entire system was explanted due to infection. No further information is available.